Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported. This device has been received for analysis, but at this time no information has been received regarding the explant procedure. No additional adverse patient effects were reported. Additional information received indicates this device had intermittent oversensing. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported. This device has been received for analysis, but at this time no information has been received regarding the explant procedure. No additional adverse patient effects were reported. Additional information received indicates this device had intermittent oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported. This device has been received for analysis, but at this time no information has been received regarding the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported.